Event description:
The armboard dislodged mid procedure with the board and pt's arm falling to the floor. The pt in this incident has since required a series of shoulder x-rays along with examination by orthopedic surgeon dr. Delaney as the pt is complaining of a sustained shoulder injury.

Event description:
Steris contacted the customer for more information on the affected patient, however no additional information was available.

Manufacturer narrative:
The photos and engineering eval of the actual armboard, indicates that the channel where the armboard fits over the siderail is worn. Since the armboard bracket is aluminum and the siderails are stainless steel, if the user over time slid the armboard up and down the siderail repeatedly, this could contribute to the wear pattern that was observed that was experienced. In addition, the spring that operates the latch appears to be very loose and worn. Users are cautioned in the instructions for use to inspect the armboard prior to use, and if damaged or otherwise unsuitable for use to remove it from service. The anesthesia armboard involved in the incident (spring activated latch) is an older design which is now obsolete. The anesthesia armboard at the facility has been replaced with the newer gravity latch style anesthesia armboard.